Manufacturer narrative:
During an interventional procedure, there was difficulty inserting a brite tip sheath (6f 23cm 401-623m) into the patient and the distal tip of the cannula became frayed. The product had been properly inspected and prepped, and no anomalies were noted. It is unknown if there had been any difficulty accessing the artery with the puncture needle and mini guidewire. Patient information and access site vessel characteristics were not provided. The brite tip sheath was exchanged for a new brite tip sheath (6f 23cm 401-623m) and the procedure was completed successfully without any issue with the second sheath. There was no patient injury reported. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint could not be confirmed without the product being returned for analysis. Based on the information provided, the insertion difficulty may have contributed to the sheath damage. Insertion difficulty is often related to patient/vessel characteristics (i.e. Scarring, obesity). There is no evidence that the complaint was related to a manufacturing or design issue, therefore, no corrective actions will be taken at this time.

Event description:
During an interventional procedure, a brite tip sheath (6f 23cm 401-623m) was being inserted into the femoral artery and the distal tip of the cannula became frayed and there was difficulty inserting the sheath introducer into the patient. The product was properly inspected and prepped and no anomalies were noted. The patient¿s information was all unknown. It is unknown if there was any difficulty making access to the access site with the puncture needle and mini guidewire. It is unknown if the access site was calcified or tortuous. The brite tip sheath was exchanged for a new brite tip sheath (6f 23cm 401-623m). The procedure was finished successfully without any issue with the second sheath. There was no patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.